Event description:
Ous MDR - after an unk implantation time, it was reported that the shock impedance had dropped below 25 ohm once during the f/u in (B)(6) 2011. After that, it was in the normal range. From (B)(6) 2012 on, no home monitoring transmissions took place aqd the device could not be interrogated. Discolorations were noted on the ICD during explantation on (B)(6) 2012. According to the report, there was no visible damage to the lead. No deterioration in the pt's state of health was reported. A new lead and a new ICD were implanted.

Manufacturer narrative:
Ous MDR.